Event description:
A fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported conditin of fail code 570 was confirmed. A corrective and preventative action and feild corrective action have been initiated.